Event description:
It was reported that during an unknown procedure, a small black pad fell off from the jaw. The black pad was retrieved by forceps. Changed to a new device to complete the procedure. No adverse event on the patient. Please see the enclosed picture. One device will be returning.

Manufacturer narrative:
(B)(4). The device was returned with the black tissue pad damaged, melted, and a small portion was not returned. The device was connected to a test handpiece and generator and it activated during functional testing. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Avoid activating the blade without tissue between the blade and tissue pad to prevent damage to the tissue pad.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.